Manufacturer narrative:
The product is not available for evaluation. Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that 10.5 months after the dental implant was placed in the mouth, the implant had not achieved osseointegration. There were no reported complications. (B)(4)

Manufacturer narrative:
The product is not available for evaluation. Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that 10.5 months after the dental implant was placed in the mouth, the implant had not achieved osseointegration. There were no reported complications.